Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had an ultrasound scan on (B)(6) 2011 in the area of the device which was turned off at the time of the scan. The pt had the device interrogated one day after the ultrasound scan to check the device. It had remained at the programmed settings and the device appeared to be in working order at the correct parameters. The pt routinely recharged the device 10 mins each day, however, within two weeks following the scan the pt had an instance where 4 days past before the device was recharged. During this recharging session the recharger read the device as fully charged and therefore did not charge the device. The pt was seen by the healthcare provider (hcp) on (B)(6) 2011. The device was interrogated with the pt programmer and two clinician programmers and read 100% charged. The date on the device read (B)(6) 2001 with no recharge history listed even though the pt recharged on a daily basis. There was a "check device clock" observation. The pt has had an x-ray which did not highlight any issues. On (B)(6) 2011 a physician mode recharge (pmr) was performed and the recharge session registered on the clinician programmer following the pmr. The device battery voltage measured at 3.935 volts. The pt went home with device fully charged, recharged another 40 mins at home, 10 mins the day after, and the device registered fully charged. The pt was happy that everything was as it was before this incident.